Event description:
Customer states: during pre-test prior to use on a pt a nurse found that the trach cuff would not be deflated. Customer confirmed no pt involvement.

Manufacturer narrative:
(B)(4). Investigation is ongoing.